Event description:
The tibial insert was not scheduled to be revised. It was determined during surgery that a tibial insert would be needed. A surgical delay of 90 minutes occurred while securing the proper tibial insert. Upon revision the insert was found to be worn anteriorly.

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.